Event description:
On 7th november 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50/100. As it was stated and confirmed with the photographic evidence, a dome cover was cracked with missing particles, the cap was missing from the joint of the arms and paint was chipping from the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter was hospital technician. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 serial#, d4 catalog # and d4 version or model # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568604985, corrected d4 catalog # ard568604998, previous d4 version or model # lucea 50/100, corrected d4 version or model # ard568604998, previous d4 serial # (B)(6), corrected d4 serial # (B)(6). The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of our surgical lights ¿ lucea 50/100. As it was stated and confirmed with the photographic evidence, a dome cover was cracked with missing particles, the cap was missing from the joint of the arms and paint was chipping from the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea50-100 user manual mentions : ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. A root cause analysis was performed by subject matter experts, and it was established that all maquet sas products comply with: (B)(4) general requirements for basic safety and essential performance. (B)(4) particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition (B)(4). This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Based on the investigations the most probable root cause of the cracks is a combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. Cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea50-100 user manual mentions : ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. The most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. The cap must be reinstalled during installation or after the maintenance procedure. Manufacturer strongly advises to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. (Blue 30 / lucea 40-50 : ard569010102). Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.